Event description:
I got the essure birth control and I am having horrible side effects. I'm getting horrible stomach pains, my back hurts, my joints hurt. I constantly have headaches, my feet kill me, my teeth hurt, I have kidney infections, bladder infections, intercourse hurts before and after. I gained (B)(6). I have yeast infections. I am moody and depressed and those are just the few things I am going through.